Event description:
During preparation for cardiopulmonary bypass, the heart lung console unexpectedly indicated the battery backup was fully discharged. There were no adverse consequences to the patient as a result of this event.